Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had implantable neurostimulator for spinal pain. It was reported that patient¿s leg was feeling weird about 3 days after using air compression external stimulation. Caller advised to follow up with the healthcare professional regarding patient¿s leg feeling weird. No further complications were reported.